Event description:
It was reported that the patient had a loss of therapeutic effect. After implant, the patient was being catheterized about 2 times a week, but since the pa (physician assisted) changed the setting from program number 2 to program 3 about 6-8 weeks ago. The patient has been back to being catheterized every night and he wet his depends. The healthcare provider says the urine volume when catheterizing should be below 300cc. The caller increased stimulation to 1.3 or 1.4 in program number 3 and she finally changed the program to number 4 the day before reported event date. But was concerned that she might increase stimulation too high at 2.2 and he still couldn't feel stimulation. The patient has had 4 infections since implant, and she's trying to be as clean as possible when catheterizing the patient. The patient's status was unknown. The caller inquired if it was possible for patient with spine injury to have urinary issue. Additional information was requested but not available at the time of report. If additional information received, supplemental will be sent.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0fkw4, implanted: (B)(6) 2014, product type lead. (B)(4).